Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a temperature issue. The returned battery cap was found to be undamaged, free of moisture ingress, and able to properly secure during testing. There was a battery compartment crack observice in the thread area above the grip pad. There was no evidence of moisture inside the battery compartment. The pump¿s electrical draws were tested and¿found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The pump successfully completed the 24 hour duration test without any eaw, temperature issues, or power loss noted. The original complaint of a temperature issue was unable to be duplicated. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.